Event description:
Previous history of aneurysm being clipped from subarachnoid hemorrhage. After that, patient developed a breakdown in the incision and the bone flap was removed. Bone flap replaced with an artificial flap approximately 3 months later. Subsequent infection.